Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed intermittent capture and loss of capture on the right ventricular (rv) lead. On (B)(6) 2023, fluoroscopy was performed and revealed rv lead dislodgment. On that day, the physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.